Event description:
It was reported that during an aortic heart valve implant with the evolut fx-26, heavy calcium was present along the femoral arteries, abdominal aorta, and aortic arch. Difficulty was encountered inserting femoral dilators, sheaths, proglide closure devices, and the delivery catheter. The catheter was advanced by pushing and rotating, and the procedure proceeded as normal. Following the implant, the patient exhibited symptoms of a stroke, including altered consciousness and right sided weakness, which became less apparent after 10-15 minutes. After the procedure, the patient had speech and left sided impairment. Stroke was confirmed, and a clot requiring retrieval was identified. Clot retrieval was performed, and carotid artery stenting was conducted. During intervention, an additional clot was dislodged, necessitating stenting of greater vessels. Vessel dissection occurred during stenting, resulting in additional vascular damage.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot number : unknown; product type: 0195-heart valves; implant date: n/a; explant date: n/a. Updated: b2, b5, d10, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic heart valve implant with the evolut fx-26, heavy calcium was present along the femoral arteries, abdominal aorta, and aortic arch. Difficulty was encountered inserting femoral dilators, sheaths, proglide closure devices, and the delivery catheter. The catheter was advanced by pushing and rotating, and the procedure proceeded as normal. Following the implant, the patient exhibited symptoms of a stroke, including altered consciousness and right sided weakness, which became less apparent after 10-15 minutes. After the procedure, the patient had speech and left sided impairment. Stroke was confirmed, and a clot requiring retrieval was identified. Clot retrieval was performed, and carotid artery stenting was conducted. During intervention, an additional clot was dislodged, necessitating stenting of greater vessels. Vessel dissection occurred during stenting, resulting in additional vascular damage. Additional information was received that the stroke was ischemic and confirmed by computed tomography (CT) imaging. The patient's heavily calcified anatomy was believed to be the causative factor for the stroke. The treatment was performed on the same day as the valve implant and ultimately successful, but hospitalization continued.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic heart valve implant with the evolut fx-26, heavy calcium was present along the femoral arteries, abdominal aorta, and aortic arch. Difficulty was encountered inserting femoral dilators, sheaths, proglide closure devices, and the delivery catheter. The catheter was advanced by pushing and rotating, and the procedure proceeded as normal. Following the implant, the patient exhibited symptoms of a stroke, including altered consciousness and right sided weakness, which became less apparent after 10-15 minutes. After the procedure, the patient had speech and left sided impairment. Stroke was confirmed, and a clot requiring retrieval was identified. Clot retrieval was performed, and carotid artery stenting was conducted. During intervention, an additional clot was dislodged, necessitating stenting of greater vessels. Vessel dissection occurred during stenting, resulting in additional vascular damage. Additional information was received that the stroke was ischemic and confirmed by computed tomography (CT) imaging. The patient's heavily calcified anatomy was believed to be the causative factor for the stroke. The treatment was performed on the same day as the valve implant and ultimately successful, but hospitalization continued. Additional information was received from the physician that the delivery catheter system was not believed to be a contributing cause of the stroke.